Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the camber tube is broken in the center under the seat.